Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a dissecting aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system (ctag). The patient had previously undergone ascending aortic arch replacement and the elephant trunk procedure. After deployment of the stent graft, removal of the delivery catheter was attempted. However, part of the partial uncovered stent (pus) became caught on the proximal olive of the delivery catheter, preventing its withdrawal. Various maneuvers¿including pushing and pulling¿were attempted, but the proximal olive and the pus moved together, and the delivery catheter could not be removed. Inspection of the access hatch confirmed that the deployment line was not retained. A sheath was inserted from the contralateral side, and while expanding the proximal portion of the stent graft with a balloon, the delivery catheter was pulled. This maneuver allowed the proximal olive and the pus to separate, enabling successful removal of the delivery catheter. A slight deformation was observed in a portion of the pus, but it was determined to be insignificant.

Manufacturer narrative:
Emdr section h6, codes a150207 corrected and c19, c070601, d0301 updated to reflect results of product history review and product evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Evaluation summary: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: damage was observed to the curved olive that indicated that a proximal apex was wedged between the olive and delivery catheter. A wedged apex can prevent the catheter from disengaging from the device post-deployment. The findings of the evaluation are consistent with the reported event description that a proximal apex was caught on the delivery catheter, which likely prevented the catheter from being removed following deployment. Based on the evaluation, the cause of the proximal apex being wedged between the catheter and olive is considered attributable to the manufacturing process.